Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture. The lead was no longer used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.